Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country, indicated that a patient died six days after receiving a cypher stent in the mid left anterior descending coronary artery. According to the report, the patient presented with chest pain and less than 30% ventricular function. When the patient was stable, the patient was taken to the cath lab for a percutaneous coronary angioplasty and a cypher crb23300 was implanted at 20 atms. A timi flow of iii was achieved. Predilatation was conducted with an unknown balloon at 10 atms. Post dilatation was not conducted. On the sixth day, just prior to discharge, the patient developed a secondary ventricular failure and died before he could be taken to the cath lab.